Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon burst when inflated with water provided in the pack resulted in catheter not staying. The catheter was removed and replaced with new device.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate, and it states: inflate with 10 ml sterile water. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 8. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water ¿ 10 ml. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon burst when inflated with water provided in the pack resulted in catheter not staying. The catheter was removed and replaced with new device.